Manufacturer narrative:
This complaint is a supplemental to 9610816-2024-000996 due to incorrect registration number used. A philips field service engineer (fse) evaluated the device and confirmed the issue was to the bed label was unassigned from the wrong central monitor. The fse resolved the configuration issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the device display monitors are configured improperly and alarming for the wrong patients, south monitor is north, north monitor is south. The device was in use on patient at time of event, there was no adverse event reported.